Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the catheter got torn near the hub during use, in spite that the maximum injection pressure was kept less than 540psi. Therefore, the catheter from a new kit was inserted at the same insertion site to complete the procedure. No harm to the patient was reported." Patient status is reported as "fine".

Event description:
It was reported that "the catheter got torn near the hub during use, in spite that the maximum injection pressure was kept less than 540psi. Therefore, the catheter from a new kit was inserted at the same insertion site to complete the procedure. No harm to the patient was reported." Patient status is reported as "fine".

Manufacturer narrative:
(B)(6). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter got torn near the hub during use, in spite that the maximum injection pressure was kept less than 540psi. Therefore, the catheter from a new kit was inserted at the same insertion site to complete the procedure. No harm to the patient was reported." Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "catheter got torn near the hub during use" was confirmed based upon the sample received. The customer returned a 5fr. 80cm berman catheter with the original packaging pouch (inp-3, inp-7) for investigation. The sample was returned in the ups shipping box and was in a sealed ziploc bag (inp-1, inp-2). The sample was loosely packed within the original packaging pouch (inp-5). Upon return, the catheter body was immediately noted ruptured near the junction hub; the body was noted ruptured from approximately 88.2cm to 88.7cm from the distal tip of the catheter (inp-11, inp-12). The supplied control stroke syringe was noted connected to the inflation lumen stopcock; no damage or abnormalities were noted to the returned syringe (inp-8). The inflation lumen stopcock was in the closed position (inp-8). The recommended volume capacity of the balloon is 0.75cc (inp-9). Upon microscopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon (inp-10). No condensation was noted within the inflation lumen extension line. Spots of dried contrast media were noted within the injection lumen extension line. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the interior surfaces of the returned sample. No other damage or abnormalities were noted. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically (anp-1, anp-2). One side of the balloon measured approximately 4mm. The other side measured approximately 4mm. The balloon did meet specifications per graphic of radius ratio less than or equal to 2.0. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically (anp-1, anp-2). The balloon deflated in less than 3 seconds when the syringe was removed per specification. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The ruptured catheter body did not result in damage to the inflation lumen. The catheter's injection lumen was aspirated/flushed, and air was noted leaking from the ruptured catheter body (anp-3). Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint was manufacturing related. CAPA has been previously initiated under teleflex's quality system by the manufacturing site for this issue. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.